Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Whilst following the approved approach to preparing the femur during an oxford microplasty procedure, it was discovered that the small red plastic peg had detached from the posterior cutting guide, and had fallen onto the tissues of the knee. The detached object was found and removed, and the procedure was completed, with no harm to the patient and no delay to the operation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual inspection. Device history record (DHR) was reviewed and no discrepancies were found. No further complaints have been received for this part number, lot or instrument family associated with this reported event. The most likely cause of the reported event is wear and tear. The instrument has potentially been in service for 13 years.